Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: april 12, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the evaluation has shown that the complete thread shaped part at the forefront is broken off and was not sent back for evaluation. Also the complete outer sleeve was not sent back for evaluation. Without these parts we are not able to determine the exact cause of this breakage, based on the complaint description it is likely that too much lateral stress during reprocessing caused this breakage. The relevant dimensions at the fracture cannot be verified anymore due to the damage and as the threaded part is missing. The manufacturing documents were reviewed and no complaint related issues were found. The fracture face is homogenous, which indicates material conformity. This lot was manufactured in april 2011 and we are not aware of any other complaint for this article- and lot number. These findings speak against a manufacturing related issue. No manufacturing related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that instrument broke during cleaning process and cannot be used anymore. When the device was being evaluated by the manufacturer, it was noted that the tip of the device is what was broken. (B)(4).